Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate has been stuck and 95 beats per minute and they feel discomfort. They further reported almost passing out during a remote transmission. Follow up with the patient's clinic indicated that the patient was seen and the rate response was turned off at the patient's request. The physician's note indicated that the rate sensor seemed to be over-active due to how thin the patient is. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.